Manufacturer narrative:
An event regarding a packaging issue involving a 32mm +4 v40 taper vit head was reported. The event was confirmed. No adverse consequences to the patient were reported. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. This event is associated with a known stryker issue when removing the inner blister from the outer blister. The current design has a lift tab at one of the corners of the inner blister for which to pick the unit out from the outer blister, however, this tab can be difficult to grab. The current method of removing the inner blister from the outer has been reviewed with packaging design team. Although a lift tab exists on the current inner blister, a design improvement improvement is currently in progress to improve and address this issue.

Event description:
The sales representative reported that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The sales rep. Reports that the operating room staff is concerned about sterility of the device as the pack has to be shaken to remove the inner packaging from the outer packaging.

Event description:
The sales representative reported that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The sales rep. Reports that the or staff is concerned about sterility of the device as the pack has to be shaken to remove the inner packaging from the outer packaging.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.